Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed. A field service engineer (fse) tested the biometric identifier (bio ID) in the hardware test application but kept receiving spoofed errors and shut down the station. The fse then replaced the bio ID, restarted the station, and tested the bio ID in the hardware test application, which passed successfully. An acceptance test was run and completed without issues. After restarting the application, the customer was able to log in with no problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced an increasing number of user biometric identifier login failures and witness transaction login failures, indicating that the biometric identifier scanner required maintenance or possible replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.